Event description:
It was reported that while in the cath lab, the cardiologist tried to place the intra-aortic balloon (iab) and it became stuck in the sheath. The insertion site was the groin. The md carefully pulled the catheter out of the super arrow-flex (saf) sheath and the teflon sheath was contaminated so they used another non arrow 8 french sheath. The same iab was inserted successfully through the other sheath. There was no reported pt death or injury. There was no delay or interruption in therapy. The pt outcome is "fine."

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.